Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the complaint.

Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated that this was occuring during the ramp up of their therapy. Mmdg followed up with the initial reporter who stated that they had no other information to provide. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated that this was occuring during the ramp up of their therapy. Mmdg followed up with the initial reporter who stated that they had no other information to provide. (B)(4).